Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's abutment reportedly fell off and skin had closed over the site. Subsequently, a skin revision was performed under a general anaesthetic on (B)(6) 2017, during an abutment change.